Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient called in to report a cgm inaccuracy which the patient stated resulted in him being in a diabetic coma. At some point, the patient¿s bg meter was reported to be 153 mg/dl however, no cgm comparison value was reported. The patient refused to provide dexcom with any further event details and disconnected the call. Attempts to reach the patient back for further event clarification were not unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).